Event description:
This complaint is as a result of clinical data obtained. Between may 2017 to june 2022, 10 patients (10 wrists) underwent surgical treatment for distal radius fractures at a different UK hospital. Patients had an average age of 54.2 ± 18.7 years (range 27-82 years). No information on gender was provided. Plates were removed in 9 patients (routine removal) on average after 5.0 ± 1.5 months (range 3-8 months) surgery. All 10 wrists were treated with the acu-loc wrist spanning plate system. Which plates, short (7006-1170n-s) or long (7006-1190n-s), were not reported. Information on which metacarpal was used to affix the plate was also not reported. Eight (8) wrists were on the left wrist, and two (2) were on the right wrist. The following complications were reported: 1) nonunion.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.